Event description:
A confirmed pump motor stall was reported with no motor stall recovery. It was reported that this may have been related to a fall which the patient had at about the same time. The patient indicated that she was not near any magnets. The pump was updated twice and rechecked with no motor stall recovery. The patient experienced withdrawals with increased baseline pain. The plan was to replace the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).